Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): the device history records for specific material lot numbers were reviewed. Review of raw material receiving sheets and inspection sheets show that the materials conformed to chemical content analysis and recertification specifications, that all parts passed dimensional inspection requirements and visual criteria, and that the raw materials were processed within specification. Any non-conformances noted were not relevant to the complaint condition.(B)(4): placeholder.

Event description:
Patient was implanted with prodisc c adjacent to prior fusion at c4-5 on (B)(6) 2009. Patient reported continuing pain beginning six (6) months post operative. Patient was returned to or on (B)(6) 2012 for removal of prodisc c. Patient was revised to fusion at c4-c5.

Manufacturer narrative:
Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, since the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states "performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery." Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with "neck or arm pain of unknown etiology." "Myelopathy or pain" is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. The design risk assessment was reviewed and found to be adequate for the intended use. A review of the device history records has been requested. Investigation is on-going.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. The information in hss report (B)(4) does not change the original pd evaluation of this complaint. It is still unclear if the device contributed to the complaint due to the limited amount of information available. There is no evidence of device failure or mal-function or observations that would point towards new risks not already covered in the prodisc-c implant risk analysis revision.